Event description:
It was reported by the sales rep that the device and reload were used during a gastric bypass procedure. On the second firing, the staples did not hold and the surgeon had to suture about 1 inch to prevent bleeding. Or time was extended. There was no consequence to the patient.